Event description:
It was reported to philips that the equipment did not start up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was completed after restoring the software image from a ghost backup. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was failing to complete the start-up sequence, resulting in software freezing. Upon troubleshooting actions, fse identified that the host pc¿s hdd software was malfunctioned. Fse recovered the software from a safety copy (ghost). After restoring the software, the system was returned to use in good working order.